Event description:
During a surgery, the spigot protector did not connect with a stem inserter.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a size/fit involving an exeter spigot protector was reported. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot conclusion: the returned introducer was dimensionally compliant and passed functional inspection. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
During a surgery, the spigot protector did not connect with a stem inserter.